Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/9/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested the following was obtained: - it was reported that "two staff surgeons were using a 2-0 stratafix suture", but only one product is involved in this complaint. Could you confirm what is the total number of products involved in this event? Confirming that there is only one product involved. The two surgeons were operating together and used a single suture. Did the event occur during one or multiple patient procedures? Single patient procedure. What is the total number of procedures? 1. Please provide the source or name of person providing answers to follow-up questions: the quality assurance and equipment coordinator on the or floor has been providing details on the event. (B)(6). The following information was received: please note: the suture was discarded and is not available to be sent in for investigation. Was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Yes. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences ? No was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown gyn procedure on (B)(6) 2023 and barbed suture was used. During the procedure, two staff surgeons were using a suture and it did not hold the tissues. It "went right through". There were no patient consequences reported. Additional information was requested.